Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. All available information was investigated and the reported cable break and positioning failure were confirmed via returned device analysis. The reported noise could not be replicated in a testing environment as it was likely a symptom of the cable break. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported inability to straighten the device and noise were determined to be due to the identified cable break. However, a definitive cause for the cable break could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: during preparation, the a-knob was turned approximately 300 degrees, causing the cable the break. After a cable break occurred, the clip delivery system (cds) was unable to bend and remained neutral. No additional information was provided.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001.

Event description:
This is filed to report the clip delivery system (cds) was unable to be straightened. It was reported that during preparation, after turning the a/p knob greater than 180 degrees, an abnormal noise was heard and the a/p knob cable broke. It was noted that the knob was turned, and the tip of the clip delivery system seemed to hang down and was unable to straighten. The device was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.